Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. There was a downstream occlusion error found during investigation. Dso sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device dso (downstream occlusion sensor) failed to calibrate. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. There was a downstream occlusion error found during investigation. Functional test failed. The root cause of the reported issue was found to be a defective and inoperable downstream occlusion sensor. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.